Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer lock and unable to access without manually unlocking. A field service engineer (fse) verified that the unit was off the bus and repeatedly indicating a maintenance-required state. All cables were inspected and confirmed to be securely connected and in good condition, and the controller board yellow status light was found to be active. The station did not allow assignment or recovery, and unloading the latch from the controller did not resolve the issue. The main controller was replaced and allowed to complete a firmware update, and the latch was also replaced due to corrosion on the terminals. After rebooting, the unit was successfully recognized by the main station and reconfigured. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es rh_t3_a remote manager was unable to access the helmer lock without manually unlocked it using a key. The lock on the hospital-owned helmer unit was not communicating with the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.